Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report air bubbles in the reservoir that were 1mm or smaller. The customer's blood glucose reading was 232 mg/dl. The customer did not have nay other issues and was informed to call back if problems persisted. Nothing was replaced or returned.